Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported receiving a glucose reading of 71 mg/dl on the adc device when compared to a blood glucose test result of 180 mg/dl on an adc meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 15 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.